Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that there was noise on both leads. It appeared to possibly be lead on lead noise. There was no explant date provided and no indication of intervention.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 17 cm distal to the is-1 connector pin. This damage can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuts in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.